Manufacturer narrative:
Updated fields: d8, d9, g6, h1, h2, h3, h8, h11. The bactiseal peritoneal catheter (823074) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defect was noted. The catheter was irrigated, no occlusion noted. The complaint could not be confirmed. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. Additional information received form reporter: "it was confirmed that there was no issue with the product."

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a peritoneal catheter (ID (B)(6)) and a was implanted due to secondary normal pressure hydrocephalus (snph) on an unknown date. The catheter was used in with a silascon lumbar catheter (manufactured by kaneka; product code: 702-jj) and a certas valve (ID (B)(6)). A subcutaneous leak was observed during injection of a contrast agent. Due to suspicion of a shunt malfunction, the entire shunt system was removed. According to information provided, it is unknown if the patient experienced any signs or symptoms related to the leak. It is also unknown where the leakage specifically occurred.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. Corrected fields: b1, h1, h6/f10. Additional information received: "it was confirmed that there was no issue with the product."